Event description:
Home patient (hp) reports hp was connected to homechoice device before hp should have been, during prime. Rn reports no patient injury or medical intervention required as a result of incident.